Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. In the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that in (B)(6), a 2.75 x 15 mm xience stent was implanted in a 90% stenosis in the ostium of the right coronary artery (rca). There was minimal residual stenosis probably due to calcium plaque in the ostium of the rca. On (B)(6) the patient presented with severe angina was admitted to the hospital. Angiography confirmed 70% restenosis in the ostium of the rca and proximal part of the xience stent implant. Pre-dilatation was performed with a 2.5 x 15 mm non-abbott balloon dilatation catheter (bdc), a 2.75 x 13 mm non-abbott stent was deployed and post dilatation was performed with a 3.0 x 15 mm non-abbott bdc. No additional information provided.